Event description:
It was reported by service report that the fowler could not be lowered all the way down electronically or manually. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler ball screw actuator shaft.